Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no call service alarms were emitted. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. A leak test was performed and failed due to leaks in the battery compartment and in the audio bolus button. Evidence of moisture corrosion was found in the battery compartment, on the audio bolus button contacts, on the motor flex connector, and on the transceiver board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 078. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2 date of submission 02/22/2017 - correction to serial #.